Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as 2134265-2016-00440 and 2134265-2016-00441. It was reported that automatic pullback failure had occurred. During a procedure, a motor drive unit was used in conjunction with an unknown catheter and sled. However, the sled failed to perform automatic pullback. The physician used a new one to continue and complete the procedure. No patient complications reported and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The sled was returned on overall good physical condition. The returned sled was able to properly connect to the motor drive unit (mdu). During functional testing using a test catheter, the sled was able to properly pull back and performed within specifications. The sled was able to be manually pull back with the mdu in place. No issues or defects were observed during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2016-00440 and 2134265-2016-00441. It was reported that automatic pullback failure had occurred. During a procedure, a motor drive unit was used in conjunction with an unknown catheter and sled. However, the sled failed to perform automatic pullback. The physician used a new one to continue and complete the procedure. No patient complications reported and the patient's condition is stable.